Event description:
One-time sureform 60 robotic instrument misfired on first attempt. When removed, upon visualization, it was noted that the stapler had a tear at the elbow. Surgical instrument removed from field and replaced with a new one. No apparent injury to the patient.